Event description:
The customer reported that the system displayed a data error message which will result in an uncommanded system shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface and fluoro functions circuit boards were replaced. The system was then found to be operating as intended.